Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast, rupture-breast, pain-breast and lump/nodule-breast was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported "shredded, torn, sticky, messy". Healthcare professional also reported right side capsular contracture baker grade 2/3.

Event description:
Healthcare professional reported a right side rupture and a "painful hard knot". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, lump/nodule.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24jul2024.

Event description:
Healthcare professional reported a right side rupture and a "painful hard knot". Healthcare professional later reported "shredded, torn, sticky, messy". Healthcare professional also reported right side capsular contracture baker grade ii/iii. Device has been explanted.